Manufacturer narrative:
On 9/24/2019, mentor became aware that the conclusion code was reported incorrectly. The conclusion code is known inherent risk of device. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 10/16/2019, during evaluation of the sample, it was discovered a tear measuring approximately < 0.1 cm within a crease on the anterior aspect. A pair of creases was observed near to the rent as well. No other anomalies were discovered. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture which resulting in a tear at a later date. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This condition has also been associated with device deflation/ rupture, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/24/2019, mentor became aware that the awareness date was 9/18/2019. Therefore, the due date was 10/18/2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/8/2017, the mentor failure analysis lab has received the device for evaluation. On (B)(6) 2018, device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Pe discovered a rent measuring approximately < 0.1 cm within a crease on the anterior aspect. A pair of creases was observed near to the rent as well. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because pe was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Reason for device explant and/or reoperation: deflation and capsular contracture. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor asr reference number ip-00073144/1-12eiw8f. This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s asr exemption #e1999017. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor asr reference number ip-00073144/1-12eiw8f. It was reported that a (B)(6) female patient underwent a breast augmentation primary with a mentor smooth round moderate profile 300cc and experienced deflation and capsular contracture on the right breast implant. As a result, the patient had undergone removal and replacement with mentor siltex round moderate profile 325cc on (B)(6)2017.